Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined. The device history review of the reported lot number found no non-conformities during the manufacturing process.

Manufacturer narrative:
E: full phone number (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the occlusion of the tubing is not detected by the pump. The reported problem happened during use on patients: at the end of the infusion, the volume of morphine was unchanged. There was unknown patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
D9: date returned to mfg.: 11/13/2024. D3 - mfg establishment name, h3 and h6. Codes: updated. Device evaluation: one used sample of the suspected device/product was received. As received no damage or anomalies were observed. In attempts to replicate clinical use, the administration set was attached to an ICU medical provided bag and inserted into a cadd solis pump. The set was primed with 10 ml. No alarms or difficulties priming were observed. Flow was successfully established throughout the set. The complaint of occlusion not detected by pump cannot be replicated or confirmed. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.